Event description:
A physician reported a pt who was treated at the end of 9/96 to the upper lip and nasolabial folds. The end of 10/96, the pt developed induration and redness at the treatment sites. She also developed joint pain (onset unk); and oral medication was prescribed. The physician believed the symptoms were related to collagen.